Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/31/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed warnings for no cartridge detected and loss of prime warnings associated with force readings of zero. During testing, the rewind, load, and prime steps were completed successfully with no duplicated alarms; however, the force sensor calibration did not measure within specifications. The pump case was removed, and a pin on the force sensor flex was found to be damaged. This complaint is being submitted late as part of a retrospective review conducted for the new MDR monitoring report developed in CAPA (B)(4). The new MDR monitoring report is included in the animas (B)(4) response related to MDR timeliness. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a load step malfunction. The pump did not recognize the filled cartridge during the load step and primed the tubing with all of the contained insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.